Manufacturer narrative:
Zimvie complaint (B)(4). G4: additional 510(k) number is k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that patient complained about pain and came in for an evaluation. X-ray presented radiolucency around the implant with 80% of bone loss. In further visit, implant was removed due to peri implantitis and bone graft was performed. Tooth #31. Symptoms as a result of the event: pain and inflammation.

Manufacturer narrative:
This report is being submitted to report additional information. Further investigation of the event has confirmed that this event was already reported under: 0002023141-2023-03630. Therefore, this submission is a retraction submission and no further report will be submitted for this event. The following sections are being reported: h2: if follow-up, what type h10: additional narratives/data h3 other text: summary investigation.

Event description:
No additional or corrected information to report.